Manufacturer narrative:
Follow-up for correction. Result code added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed the field service engineer replaced the central processing unit (cpu) cover to address the issue and the issue was resolved. The device passed all testing and is now back in service.

Event description:
The customer reported the unit pulled out of the cart. There was no patient or user harm reported.